Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm4. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the universal surgical manipulator (usm4) was dead and faulting. The customer wanted to disable the usm. Technical support engineer (tse) reviewed the logs and confirmed the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have 32056 errors pointing to the pitch searchlight. The universal surgical manipulator (usm) was installed on a test fixture and the pitch searchlight flat flex cable (ffc) was confirmed to be the issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is due to a faulty pitch searchlight ffc in the usm.

Event description:
Refer to h11 for follow-up information.